Event description:
It was reported that a diagnostics anomaly was noted on the patient's pacemaker. Atrial fibrillation episodes were not being recorded as expected. No intervention was performed. The patient condition was not reported.